Manufacturer narrative:
(B)(4). A coil was returned for analysis. A visual examination revealed the coil was found to be kinked and stretched upon inspection. There was minimal blood present on the fiber bundles. A microscopic examination revealed the coil zap tip was free of damage. The interlocking arm of the main coil was also inspected and no damage was noted. The dimensions that could be measured were found to be in specification, however, the number of distal fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. A cook multipurpose catheter was used with the coil. According to the 035 interlock dfu this catheter is not compatible with the coil as the coil is designed to be used with a boston scientific imager ii selective diagnostic catheter. Failure to comply with these instructions will impact the performance of the coil. (B)(4).

Event description:
Reportable based on device analysis completed on 17nov2014. It was reported that the coil was unable to advance. The mildly tortuous target area was located in an unspecified varix. A 20mm x 40cm interlock¿-35 was selected for an embolization. During procedure, the coil was unable to advance through a non bsc multipurpose catheter. The catheter was exchanged for another of the same catheter; however, the coil still would not advance through the catheter. Intermittent flush was utilized during the procedure. The coil was then retrieved and the procedure was completed with a new coil of the same size, as well as four additional coils. There were no patient complications reported and the patient's condition was fine. However, returned device analysis revealed missing fiber bundles.